Event description:
Customer reported via phone call, the insulin pump wasn't working properly as her blood glucose has been high, over 500 mg/dl. She reverted to her older insulin pump and her blood glucose lowered. Customer strongly believes the issue is with the insulin pump so she declined troubleshooting. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had minor scratches on the display window and cracked reservoir tube lip. (B)(4).